Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has always had a difficult time finding 'the right spot' while recharging the ins. The patient stated that their hcp offered to adjust the implant inside the pocket but the patient refused. No further complications were reported.